Event description:
On 9/20/2000 baxter rec'd report of blood spill via its hardware service dept. F/u fenwal quality identified that a centrifuge leak occurred and an autologous donor required four transfusions following this event. Prior to donation on 9/19/00, the donor's hemoglobin was indicated to be 10. Following this stem cell donation, the donor's hemoglobin was indicated to be 6. The donor was admitted to the hospital where donor remained overnight. Donor rec'd 2 units of packed cells upon admission. The following morning donor's hgb was indicated to be 7. An add'l 2 units were given. The donor was released in good condition in 2000. Donor has since repeated 2 autologous donations for stem cells without incident. Procedure info: procedure was completed in 3 1/2 hours with approximately 15010 ml "wb" processed. No issues or alarms noted. Donor tolerated procedure well. No problems until standing at which point donor's bp decreased. The leak in the centrifuge was not indicated until removal of the kit. Dried, crusted blood was noted on the walls of the centrifuge. Acd flow rate 84-88 drops/minute. Acd ratio 11:1-10:1. Total acd used 1400ml.